Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/14/2014), the lay user/patient¿s meter has been returned on 10/08/2014 and evaluated by lifescan product analysis on 10/10/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter does not turn on. This complaint was classified based on the customer care advocate (cca) documentation since the patient could not be reached by the medical surveillance specialist to conduct follow up questions. The patient stated that the issue first started on (B)(6) 2014 at 11am. The patient manages their diabetes with oral medication(s) as well as with diet and/or exercise. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient reported that right after the product issue first occurred they experienced the symptoms of ¿sweaty and feeling ill¿. The patient denied receiving any form of treatment due to the reported product issue. At the time of troubleshooting the cca noted that the batteries needed to be changed on the meter, however the patient did not have any batteries. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.